Event description:
The manufacturer received info alleging a ventilator exhibited low pressure and flow. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's blower ws observed to be heavily contaminated. The device's sensor board and blower motor will be replaced to address the issues. Other: device has been evaluated but not repaired, pending customer approval of the estimate.